Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of ?pump has a few things broken on it - was confirmed during device evaluation. Quality engineering determined the problem to be with the syringe holder. The cause of the problem was physical damage to the syringe holder. No repairs have been performed as the referenced device has been removed from service. A device history review could not be confirmed as the lot number is unknown.

Event description:
The facility reported an infusor pump in which the "pump has a few things broken on it." The process step for this event is unknown. However, it is known to have occurred in the "anesthesia" department. There was no patient involvement, patient/user injury or medical intervention. No additional information is available.